Event description:
On 12/11/96, the facility o.r. Mgr contacted the MFR sales rep and reported that the device in question was deemed "defective" during the chemotherapy device priming procedure. The facility o.r. Mgr stated that they could not fill the device. Another device was available and was primed and implanted without further incident. A MFR rep was not present at the device implant procedure. The device was reported to be available for analysis.